Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On an unknown date the patient developed pain in the abdominal area. During a gastroscopy procedure it was found that the peg catheter had entered the stomach lining. On (B)(6) 2017 the peg was surgically replaced.